Manufacturer narrative:
Device evaluation of battery packs sn (B)(4) and sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. In both batteries, the f1 fuse was open. The cause for the open fuses was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient 's battery pack was unable to charge.